Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an incident occurred with the mobile yellow widget that secures the connection between the epidural flat filter and the connector joint, which resulted in a disconnect. The issue was that the yellow widget detaches freely from the filter, hence a faulty device rather than the anesthetist not fully inserting the catheter into the connector. Although there was no direct patient harm, it seems the fault did impact care. Midwife reported that disconnect of epidural connector from filter at some point in the last couple of hours. Unknown when but analgesia had been suboptimal since. The midwife had reconnected the two pieces of set without notifying the anesthetist. The reporter noted that they counselled potential epidural top up, but most likely spinal anesthetic was given due to the disconnect and inefficacy of block. Decision not to use epidural for cs was influenced by the unreported disconnect. The issue's status is resolved. There was a patient involvement and no adverse harm reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.